Event description:
During an unspecified procedure, the shaft of the nc monorail catheter broke and was removed without incident. No pt injuries or complications were reported. Pt status is listed as "okay".